Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a polypectomy procedure, the patient sustained a burn and experienced some bleeding. There were no abnormalities noted with the scope or generator. The other instruments used during the case are unknown. The intended procedure was completed. The patient was kept two hours for observation and then released. This is 2 of 2 reports.